Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage at the outer connection. There was patient involvement, no injury was reported.

Manufacturer narrative:
A total of four pictures were returned. Three images showed the tracheostomy tube: one showed packaging information. The complaint of leakage at the outer connection cannot be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.